Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the battery charger was unable to recognize inserted battery packs. The cause for the failure was isolated to extensive contamination on the battery and bedside pca boars. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse events resulted from the contamination. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his batteries were not recharging. The pt was issued a replacement battery charger/modem.